Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the devices were out of specification. Certificates of analysis, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is use error: implant malpositioning, not installing the implants fully across the si joint or using implants that were too short. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient has had a previous l4-s1 fusion. In (B)(6) 2019, the patient had si right side si joint arthrodesis where two implants along with two iliosacral screws were installed. The patient later reported to a different surgeon with complaints of radicular and buttock pain. The surgeon determined that the implants and screws were malpositioned and causing the pain symptoms. The implants were not fully across the si joint. The surgeon decided to remove all the right side hardware and replace with bilateral implants and screws. In (B)(6) 2021, the surgeon performed a revision surgery where he removed both right side implants using chisels as they were solidly fixed in bone. The iliosacral screws were also removed. He then installed an implant and screws in each si joint side. The status of the patient following the revision procedure is not known.